Manufacturer narrative:
The surgeon performed an additional surgery. H3 other text : it is still implanted.

Event description:
The patient's left tmj devices are misplaced. The surgeon plans to reposition the devices.

Manufacturer narrative:
The devices were not returned because they are still implanted.

Event description:
The patient's left tmj devices are misplaced. The surgeon plans to reposition the devices.